Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG electrode, causing a short with the red (-5v) wire. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the patient was receiving a service code 204 (belt unusable).